Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that during a broken clavicle procedure, when the screws were tighten the plate broke and the surgeon had to use a second one.

Manufacturer narrative:
The reported incident that superior lateral plate variax clavicle 3 hole / right was alleged of issue s-11 (breakage during surgery) could be confirmed. Based on investigation, the root cause was attributed to a user related issue. The failure was possibly caused already during pre bending in order to get the desired shape. The device inspection revealed the following: a close up with the microscope, clearly shows some severe damages on the plate like wrapped over material which was caused due to the fact that the plate had been bent too far (back and forward). We can state that the plate was already damaged during pre bending in order to get the desired shape. The mechanical force during screw insertion finally lead to the breakage of the already weekend plate. Note that sharp bends, reverse bends or bending the device at a screw hole should be avoided. The operative technique (vax-st-8_en rev 3 clavicle op tech_2015-6889) was reviewed: plate contouring: all of the variax plates are pre-contoured to fit to a range of anatomies. Although not usually necessary, the plates may be contoured to adapt to individual patient anatomy. Design requirements are strict when it comes to shaping a plate to the clavicle. For example, the surgeon should avoid sharp bends, reverse bends or bending the device at a screw hole. ''[Original statement(s)] the instruction for use (v15013 rev n non active implant IFU ot-IFU-105 rev 3) was reviewed: ''brief description: intra-operative. Avoid surface damage of implants. Discard all damaged or mishandled implants. Contouring or bending of an implant should be avoided where possible, because it may reduce its fatigue strength and can cause failure under load. If contouring is necessary, allowed by design or prescribed by stryker, the physician should avoid sharp bends, reverse bends or bending the device at a screw hole. Such action must be performed with stryker instruments and in accordance with the specified procedures (see operative technique). ''[Original statement(s)] a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that during a broken clavicle procedure, when the screws were tighten the plate broke and the surgeon had to use a second one.